Event description:
A 4.0mm, 16mm screw in stryker small fragment set broke completely at head of screw, without resistance, during procedure. Md was unable to retrieve the screw fragment. The next day, during a different case, another screw of exact type & mfg, started to bend during procedure, md was able to retrieve without incident.

Event description:
Add'l info rec'd from MFR 4/13/05: the specific lot number of this device could not be determined. A medwatch report was not submitted in response to this event. There is no evidence positively identifying this as a reportable event. The photos MFR received indicate that the head of the screw was retrieved. The bottom portion of the screw remained in bone.